Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon could not be retracted through the sheath after successful use. The sheath and balloon were removed as a single unit without further incident. There was no report of pt injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The device was returned inside a 7fr introducer sheath. The outer catheter was stretched and thinned which likely indicates that the catheter ws subjected to excessive force. The balloon material had become prolapsed over the distal tip of the device, which typically indicate retraction issues. No other anomalies were observed to the device. No functional resting could be performed due to the condition in which the sample was returned (i.e. Prolapsed balloon). The investigation is confirmed for retraction issues due to the condition in which it was received. The definitive root cause for the reported retraction issue could not be determined based upon available info. It is unk if pt and/or procedural issues contributed to the reported event.